Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-jun-2020, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 07-sep-2022, no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 26-jun-2019, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ driveline cover, model #: 1175, catalog #: 1175, expiration date: unk, serial or lot#: unk, UDI #: (B)(4), device available for evaluation: yes, return date: 30-aug-2022, no device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: unk, labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for orthopedic issues and had a controller exchange due to poor mechanical connect and broken pins in the controller data port. While attempting to do the controller exchange, the ventricular assist device (vad) coordinator noticed that the driveline (dl) cover was extremely stiff and very difficult to move along the driveline. Eventually, the coordinator was able to slide the dl cover back to do the controller exchange but was unable to get the dl cover back over the dl connector where it connects to the controller. It was also reported that the strain relief was torn adjacent to the dl connector. The torn part of the dl strain relief was thrown away. It was noted that there was nothing obstructing the inside of the dl cover and the inside was cleaned with alcohol swabs to remove minor debris out. Three days later, the dl cover was removed with wire cutters without incident and a strain relief repair was done with rescue tape over the portion that was torn off. There were no alarms associated with the event. The driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. In h1, the additional product lot number has been updated. D4: model #: 1175/ catalog #: 1175/ lot#: r014650 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revised product event summary. Revised product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The driveline boot cover (lot no. R014650) and controller ((B)(6)) were returned for evaluation. Review of the pump¿s manufacturing documentation and driveline boot cover inspection records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin both within power port one (1) and the serial port. The bent pin within the power port did not allow a power source to properly connect to a controller. The bent pin within the serial port did not allow a data cable to properly connect to a controller. Supplemental testing was performed to align the pin, the controller was then able to connect to a data cable and log files were successfully extracted. Additionally, visual inspection of the controller revealed within both power ports and the serial port. Log file analysis revealed a controller power up event with associated pump start event logged on 06/aug/2022 at 12:54:07, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 68% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6)was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for twenty-eight (28) seconds. The observed controller port contamination and controller loss of power are additional findings not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to the handing of the device. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. On-site inspection of the driveline cover revealed that the device was stuck and could not be moved. Visual inspection of the returned device, as well as visual evidence provided by the site, revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. In addition, visual inspection of the returned device, as well as visual evidence provided by the site, revealed foreign material within the device and discoloration around the edges of the driveline cover. Supplemental testing performed on similar samples revealed that, compared to a control sample, the driveline covers analyzed had a decrease in plasticizer content and lower absorbance ratio, indicating that the plasticizer may have degraded. Further testing also revealed a greater mass loss, glass transition temperature, and young¿s modulus than the control sample, resulting in a much stiffer material. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline cable strain relief. As a result, the reported events were confirmed. The provided visual evidence also revealed discoloration of the driveline outer sheath; this is an additional observation not related to the reported event. A driveline sheath repair was performed to mitigate the reported driveline condition. Of note, it was reported that the driveline boot cover was removed with wire cutters, which corresponds with the damaged driveline boot cover. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the power port and serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source and data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. A possible root cause of the reported foreign material and observed discoloration on the driveline cover event can be attributed, but not limited to the handling of the device the most likely root cause of the driveline strain relief damage can be attributed to the handling of the device, including the manipulation of the device while trying to remove the stuck driveline cover based on historical review of similar events, the most likely root cause of obse rved driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Information provided by the site indicated that the patient was admitted to the hospital for orthopedic issues. Based on the limited information available, the device may have caused or contributed to the reported event. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The driveline boot cover (lot no. R014650) and controller ((B)(6)) were returned for evaluation. Review of the pump¿s manufacturing documentation and driveline boot cover inspection records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin both within power port one (1) and the serial port. The bent pin within the power port did not allow a power source to properly connect to a controller. The bent pin within the serial port did not allow a data cable to properly connect to a controller. Supplemental testing was performed to align the pin, the controller was then able to connect to a data cable and log files were successfully extracted. Additionally, visual inspection of the controller revealed within both power ports and the serial port. Log file analysis revealed a controller power up event with associated pump start event logged on 06/aug/2022 at 12:54:07, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 68% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for twenty-eight (28) seconds. The observed controller port contamination and controller loss of power are additional findings not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to the handing of the device. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. On-site inspection of the driveline cover revealed that the device was stuck and could not be moved. Visual inspection of the returned device, as well as visual evidence provided by the site, revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. In addition, visual inspection of the returned device, as well as visual evidence provided by the site, revealed foreign material within the device and discoloration around the edges of the driveline cover. Supplemental testing performed on similar samples revealed that, compared to a control sample, the driveline covers analyzed had a decrease in plasticizer content and lower absorbance ratio, indicating that the plasticizer may have degraded. Further testing also revealed a greater mass loss, glass transition temperature, and young¿s modulus than the control sample, resulting in a much stiffer material. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline cable strain relief. As a result, the reported events were confirmed. The provided visual evidence also revealed discoloration of the driveline outer sheath; this is an additional observation not related to the reported event. A driveline strain relief repair was performed to mitigate the reported driveline condition. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the power port and serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source and data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. A possible root cause of the reported foreign material and observed discoloration on the driveline cover event can be attributed, but not limited to the handling of the device the most likely root cause of the driveline strain relief damage can be attributed to the handling of the device, including the manipulation of the device while trying to remove the stuck driveline cover based on historical review of similar events, the most likely root cause of observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Information provided by the site indicated that the patient was admitted to the hospital for orthopedic issues. Based on the limited information ava ilable, the device may have caused or contributed to the reported event. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural fac tors that may have contributed to this event. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c0706 h6: FDA conclusion code(s): d11, d01, d15 d4: lot#: r014650 h3: yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.